Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction and conduction system injuries (heart block) which may require a permanent pacemaker are known potential complications associated with the tavr procedure. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the information available indicates that relatively low left main height combined with potential valve oversizing (23m valve in 18mm annulus by tee, 15.7 x 23.9 by CT) likely contributed to the coronary artery occlusion and subsequent central ai. The patient¿s pre-existing rbbb and the procedure itself likely caused the lbbb and subsequent chb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the 23mm sapien valve was positioned 40:60 ventricular and deployed 30:70 ventricular. A post deployment aortic root angiogram showed the struts of the valve were partially obstructing the lmca. The patient became asystolic with decreasing blood pressure. Cpb was started. Pci of lmca was performed. Post procedure, a repeat tee revealed mild central ai and mild paravalvular leak (pvl). Post tee revealed the lv function was returning to baseline. The patient was weaned off bypass, and an iabp was inserted for support and a temporary pacemaker was sutured in place. Post valve deployment the patient developed a left bundle branch block (lbbb). On pod1 the patient developed intermittent complete heart block. On pod 7 the patient received a ppm. The patient is doing well, was discharged on pod 10 and is undergoing rehabilitation. The patient¿s aortic valve was moderately calcified, the aortic root was moderately calcified, the ejection fraction was 55%, the sinotubular junction (stj) measured 24.4mm, the sinus of valsalva (sov) measured 26.9mm. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment. Coronary height from annulus to lmca was 10.9mm and the left main was wired pre-procedure.